Event description:
Same case as MFR# 2134265-2011-03815. It was reported by the patient that post a stenting treatment procedure, she continues to have complications. Two taxus express2 stents were implanted in (B)(6) 2004. The patient has had symptoms and problems since the stents were implanted, including continued chest pain.

Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2004. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)